Event description:
It was reported to resmed that an astral device stopped cycling while in use on a pediatric patient. The device failed to complete its internal self-test . There was no serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the reported device failed to complete its internal self-test. The pneumatic block was replaced to address this issue. Review of the device data logs could not confirm the reported device stopped cycling. Resmed reference #: (B)(4).

Manufacturer narrative:
Based on all available evidence, an investigation determined that the reported device failed to complete its internal self-test was due to an isolated component failure within the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device stopped cycling while in use on a pediatric patient. Patient was manually ventilated and placed on a back-up ventilator. Subsequently, the device failed to complete its internal self-test. There was no serious injury reported as a result of this incident.